Event description:
Caller admitted to hospital. Was initially unclear whether due to hyper or hypoglycemia. Said that his medi-jector was not working. He then told me he took his shot and did not eat because he did not feel well. Lack of eating resulted in hypoglycemia. He did not remember the result of his blood glucose monitoring before or during the event.